Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle. The leak was next to the heat exchanger which is representative of a ¿snorkel¿ fiber. The reason for the return was confirmed. Correction b5: medtronic received information that prior to use of a fusion hollow fiber oxygenator, it was reported that a leak occurred at the bottom of the device. Two fusion oxygenator lots were used in this custom tubing pack: 233098418 and 233098418. Correction d4.2 (expiration date), d5 (oper of dev) <(>&<)> h4 (device mfg date): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion hollow fiber oxygenator, it was reported a leak at the bottom of the device. The leak originated from the oxygenator, not the tubing connection. The same leak did not appear in multiple packs. There was no patient blood loss due to the reported leak. The device was replaced. There was no patient involvement, so no adverse effect occurred.